Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted resistance to advancing iol through cartridge and informed the surgeon. Iol was delivered onto sterile field and defect was noted. Lens was scratched in delivery system. The issue occurred when the iol was being loaded. There was no patient contact. Additional information has been requested, received and stated tech loading lens noted resistance to advancing the iol into final position. Informed surgeon of concerns. Surgeon viewed iol inside cartridge and felt the iol was compromised based on position and appearance. Advanced iol all the way out of cartridge onto sterile field and observed iol damage. New iol and new cartridge acquired and used to proceed with surgery.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.